Event description:
Non sterile saline - sodium chloride, 0.9% (w/v), isotonic solution-manufacturer ricca, lot# 2307g17 expiration date 6/2025 - was used on tissue specimens in the microbiology lab which resulted with burkholderia contaminans. This finding is suspected to be a contaminate. The in use saline and non-opened saline were both cultured, resulting in burkholderia cepecia x2. Moderate growth of burkholderia contaminans. Reference report #mw5153967.